Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the fenestrated bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure, with no evidence or claim of user mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Not applicable because the product is not implantable. The information for blank fields is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the fenestrated bipolar forceps instrument was noted to have a torn power cable. The procedure was completed with no reported injury. On (B)(6) 2022, intuitive surgical (is) obtained the following additional information regarding this event: it was reported that a black cable was broken. There was a full cable breakage and the cable was not frayed. The cable insulation was not damaged. There were no signs of thermal damage at the site of conductor wire breakage. There was no loss of cautery associated with the broken cable. The reporter said that most probably the instrument did not collide with any other instrument or tool during the procedure. The procedure was completed with the same instrument without any delay.

Manufacturer narrative:
Additional information can be found in the following fields: evaluation information can be found in the following fields: h6, and h10. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated and confirmed the customer reported complaint. For clarification, the instrument was found to have a broken conductor wire at the yaw pulley. Failure analysis found the primary failure of a broken conductor wire to be related to the customer reported complaint. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage or loss of conductor wire insulation were observed. The root cause of the broken conductor wire is attributed to a component failure. No functional test for energy activation could be performed due to the wire breakage.

Event description:
Refer to h10/h11 for follow-up information.